Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had sensor versus blood glucose level issues. His sensor glucose reading was 178 mg/dl but blood glucose level was 526 mg/dl. Troubleshooting was declined. The device was not returned.